Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.(B)(4).

Event description:
The patient had a system for off-label use. Device 1 of 3 reference MFR report #: 1627487-2016-02301 and 1627487-2016-02302 it was reported the two of the patient's leads which were implanted on (B)(6) 2016 had migrated. Imaging confirmed the lead migration. The patient still receives effective stimulation but the doctor is concerned about the risk of lead fracture. As a result, the leads were repositioned and re-anchored on (B)(6) 2016. The issue was resolved.